Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
The device has been explanted but we have not received it back from the md.

Manufacturer narrative:
The device was returned intact and functional with light yellowing; the device weighed 2.7g over specification.